Manufacturer narrative:
A siemens field service engineer (fse) was sent to the customer site. Based on the information provided and instrument evaluation, the fse replaced parts and verified system is operational. No conclusion can be drawn. The qc was reviewed and was acceptable. The instrument is performing within specifications. No further evaluation of the device is required.

Event description:
A false positive advia centaur troponin ultra result was obtained for a patient sample. The physician requested a redraw and the result was negative. Testing was repeated for both patient samples. The results were negative. The patient was admitted to the ER based on the initial result. It is unknown if patient treatment was prescribed or altered. There was no report of adverse health consequences due to the false positive troponin ultra result.